Event description:
Patient presented at physician's office in 2005 with redness/swelling; antibiotics prescribed. One month later, patient tested positive for staph infection. Spoke with the clinical director on 1/30/06. Director stated the patient was treated with antibiotics and has since moved out of state. The original surgical procedure was performed in 2005.